Event description:
While using the device during a robotic prostatectomy, the stapler did not fire. There was a need to use the manual unlocking mechanism to remove it from the tissue that the surgeon was grasping.